Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) verified temperature and ultrasonic voltage was within specifications. A high sensitivity system check and instrument assay quality control assessment were executed with acceptable results. No definitive root cause could be determined for this event to date.

Event description:
The customer reported that cardiac troponin (accutni) results, crossing clinical categories, were generated on an unicel dxc 600i synchron access clinical system for one patient sample. The initial accutni result was elevated and exceeded the acute myocardial infarction (ami) threshold. A repeat test of an aliquot generated a lower result within the normal reference range of the assay. The repeat result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. Upon subsequent multiple repeat tests on another instrument, the patient result was higher and above the acute myocardial infarction (ami) threshold. The sample was also assessed utilizing an alternate method possessed no reference range and hence an assessment of the results was not possible. The customer did not provide information regarding which accutni result fit the patient's clinical picture. The sample was drawn in lithium heparin primary tube, was a full draw. It was centrifuged prior to testing. Beckman coulter assessment of customer supplied data indicated that the instrument's accutni calibration results were within the customer's established ranges after the event. A system check performed prior to the event met customer established specifications.